Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was freezing up during application requiring hard reboot. A technical support specialist connected to the station and confirmed a network configuration change was required, which was completed. Verified no errors in synchronization or maintenance logs. Usb power management was not checked. Database size noted as relatively small. Found network speed and duplex set to 100 mbps half duplex; reset to auto negotiation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ldpx51 was frequently freezing during application use and required a hard reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.